Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. The patient was not hospitalized for the peritonitis. On the same day as the onset, the patient began treatment with vancomycin (1 gram, 1 dose) ip for peritonitis and stopped on the same day. On the same day, the patient began treatment with fortaz (1gram, 1 dose) ip for peritonitis and stopped on the same day. Five days later, the patient again started the treatment with vancomycin (1 gram, every 5 days for 21 days) ip for peritonitis. The treatment with vancomycin was ongoing. On an unreported date, the patient was retrained on aseptic technique. The patient had not recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.